Event description:
It was reported during in clinic follow up that the right ventricular lead exhibited failure to capture and decreased sensing. Cardiac perforation was confirmed on x-ray. The lead was explanted and successfully replaced. The patient was stable.